Event description:
Customer reported that the l-arm would not move. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the shear pin. System operates as intended.